Event description:
Sigmoid resection. Upon performing the anastomosis, cs29 did not work correctly resulting in anastomosis being cut out. A second anastomosis was successfully performed using new cs29 dlu.